Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("palpable device from the outside wherein she can feel the device and feels like it is dislodged.") In a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no hospitalisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021 she experienced device dislocation (seriousness criterion medically important) and dysmenorrhoea ("serious bad cramping period"). On unknown dates she experienced amenorrhoea ("she did not have a period for almost 3 years") and heavy menstrual bleeding ("experienced having a period for 4 and 1/2 months"). Essure treatment was not changed. At the time of the report, the amenorrhoea had resolved and the device dislocation and dysmenorrhoea had not resolved. No causality assessment was received for essure with regard to dysmenorrhoea, device dislocation, amenorrhoea or heavy menstrual bleeding. The reporter commented: batch/lot number:not avail during the call caller stated that she is looking for a facility that provides essure removal due to adverse events. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("palpable device from the outside wherein she can feel the device and feels like it is dislodged.") In a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: no hopitalisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021 she experienced device dislocation (seriousness criterion medically important) and dysmenorrhoea ("serious bad cramping period"). On unknown dates she experienced amenorrhoea ("she did not have a period for almost 3 years") and heavy menstrual bleeding ("experienced having a period for 4 and 1/2 months"). Essure treatment was not changed. At the time of the report, the amenorrhoea had resolved and the device dislocation and dysmenorrhoea had not resolved. No causality assessment was received for essure with regard to dysmenorrhoea, device dislocation, amenorrhoea or heavy menstrual bleeding. The reporter commented: batch/lot number:not avail during the call caller stated that she is looking for a facility that provides essure removal due to adverse events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.